Event description:
It was reported by service report that the footboard touch screen was not working correctly; the touch screen would not respond appropriately to the touch of your finger. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Footboard display incorrect.